Event description:
It was reported to nova biomedical by a consumer that, "her nova max link meter has been acting up." According to the consumer, she performed two glucose blood tests using the same meter and the same test strips from the same vial getting the following results of 128 mg/dl and 210 mg/dl. The consumer alleges a control solution test was performed as instructed in the directions for use, however, cannot recall the result but was certain the result was within range. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.

Manufacturer narrative:
Test strip lot # 1020213252, expiration date: 12/2015. Control solution lot: 1030313121, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.